Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance restarting sensor session. There was no reported adverse impact to the customer. Customer contacted support, received step-by-step guidance to perform pump reset, confirmed error did not reappear after reset, and successfully started new sensor session.